Manufacturer narrative:
Product analysis: the implant has broken on the back side near the area where the inserter mates to the implant. There are witness marks on the back of the implant consistent with impaction. There are witness marks near the nose of the implant showing material deformations from the implantation. This deformation is consistent with the implant not being able to fit in the disc space. This appears to have lead to material overload from compression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the cage was broken while insertion. The impactor part of the cage was broken. The broken piece was retrieved and the broken cage was replaced with the new device due to which procedure was delayed by less than 60 minute. The cage was inserted obliquely to the cranial side. Direction of cage was changed and procedure was completed with the new cage. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.